Manufacturer narrative:
Product involved in incident was not returned for evaluation. If product is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Customer received the pen needles on (B)(6) 2018. Unable to get insulin from these pen needles. Part (B)(4). Caller is using levemir flextouch. She screws the insulin pen onto the levemir but not getting any insulin. Attempted to try with a new needle. The second worked but the first one did not.

Manufacturer narrative:
Dhrs were reviewed and no records confirming the defect were observed. Archival sample meets the requirement of specification. 10 randomly selected devices from archival sample were assembled on the pen injector. With every assembly, droplets on the cannula were observed and injection of the dose can be seen which is visible on the paper and confirms the correctness of the pen needle assembly. Fluid flow was obtained in all pen needles. Returned sample consisted of a mix of sealed and unsealed devices. No defects were observed in the returned sealed devices. 8 unsealed devices had bent needles. 1 unsealed device had a missing needle. Sealed devices were tested and passed testing with no failures detected. Root cause analysis shows that bending and breaking of needle may occur due to the incorrect, non-axial assembly of the pen needle onto the pen injector. When screwed incorrectly the membrane on the pen injector is not punctured by the needle and lack of flow is observed. It is clearly outlined in the IFU how to properly screw the device onto the injector. No corrective action. Complaint closed.